Manufacturer narrative:
(B)(4).the device was serviced at the customer site. The device was visually inspected and functionally tested. Additionally, a review of the alarm history log was done. The reported condition of an f-38 alarm was confirmed. The cause of the reported condition was due to defective force sensing resistors (fsrs). To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.